Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.. Reference complaint #(B)(4).

Manufacturer narrative:
Initial reporter occupation: sr. Cardiovascular tech. Complete event site address line 2: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after almost five hours of intra-aortic balloon (iab) therapy, a leak occurred and blood was backing up to the console. The console did not stop and no alarms were generated. The iab was removed and a leak was found in the distal part of the iab. There was no patient harm or adverse event reported.